Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit failed the pb840 ventilator leak test and that there was "pin hole" on the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed a hole approximately 8cm away from the patient end connector. The hole had the appearance of having been punctured or scratched with a blunt object. The pressure test revealed leak due to the observed damage. A lot check could not be performed as no lot number was provided. Conclusion: based on the inspection of the hole, the complaint evaqua expiratory limb of the breathing circuit was punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).